Manufacturer narrative:
Following product return and completion of the laboratory analysis process, this event will be further updated.

Event description:
Boston scientific received information that this device was explanted during a competitor lead revision procedure. Premature battery depletion was suspected due to the remaining longevity estimation at the time of explant; however, it was noted longevity estimates were calculated at programmed maximum outputs. No adverse patient effects reported and the explanted product is intended to be returned for a post market longevity assessment.

Manufacturer narrative:
Investigational efforts confirmed that the medical facility misplaced the device and thus boston scientific does not anticipate a product return. In the absence of a post market assessment, the initial longevity anomaly is unable to be confirmed. Should the device be returned at a future date, a follow-up report will be submitted communicating our analysis details.